Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) stated that upon his arrival to site the customer had replaced tubing at pinch valve, pv42, to resolve the leak. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as 10 ml of clenz that leaked from the right side of the analyzer onto the counter. Test results were not impacted due to the leak. Quality control (qc) was in range and no error messages were generated. The customer noted the leak during normal operation. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, eye protection, and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.